Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. They then tested the irrigation flow of the catheter and found that all six irrigation ports allowed free flow and the rate of flow was within device specifications. Finally, the catheter was electrically examined and no shorts or opens were found. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during a procedure using a intellanav stablepoint open-irrigated catheter the irrigation flow never increased from a drip. At some point during the procedure, they received the error message "p05 - standby flow" on the irrigation pump. The observed flow was never more than a drip from the catheter tip, even when the flow rate was increased. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been returned for analysis.

Event description:
It was reported that during a procedure using a intellanav stablepoint open-irrigated catheter the irrigation flow never increased from a drip. At some point during the procedure, they received the error message "p05 - standby flow" on the irrigation pump. The observed flow was never more than a drip from the catheter tip, even when the flow rate was increased. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.